Manufacturer narrative:
Device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, it was reported that the pvl was expected as a possible outcome as the patient was known to have severe calcification of the annulus, valve leaflets, and the left ventricular outflow tract (lvot). (B)(4).

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was observed. A second valve (valve-in-valve) was successfully implanted, which provided additional radial force against the calcified annulus, and improved the pvl from severe to mild. No adverse patient effects were reported. The physician noted that the pvl may be a potential problem prior to implant, as the patient was known to have severe calcification of the annulus, valve leaflets, and the left ventricular outflow tract (lvot).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.